Event description:
On (B)(6) 2023, the customer only reported photometer failures on their au5800 clinical chemistry analyzer. Their laboratory had a pipeline leakage and insufficient vacuum pressure on the analyzer. The customer was unable to run patient samples and had to stop the analyzer. On (B)(6) 2023, beckman became aware that there was a delay to patient result processing, multiple patients were delayed in surgery for one day. The number of patients which experienced a delay in surgery was not provided. The customer reported this adverse event to the national medical products administration (nmpa) for the reported delay in patient surgery. The customer indicated the patients were not harmed. There was no report of death or further impact to the patients associated with this event. The customer did not provide patient information or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) assisted the customer with troubleshooting the au5800 clinical analyzer over the phone. The fse was unable to identify any system malfunction. The customer performed photocal and maintenance on the instrument which resolved the issue. Based on the available information no parts were replaced. No fault was found with the instrument. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code: 4756- appropriate component term/code not available: no part malfunctioned. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).